Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) eroded and the pocket was sore. Cultures were taken, and the crt-d system was removed. No further patient complications have been reported as a result of this event.